Manufacturer narrative:
This report is being submitted to report additional information. The product was returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review could not be performed for the screw, as the lot number associated with the reported product is not available. No complaint history review could be performed without relevant lot and item information for the screw. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It is reported that a unknown dental screw was loosened and stripped. Tooth site # 7.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).